Event description:
Patient found unresponsive while on telemetry and no alarms or pagers heard.

Event description:
Add'l info rec'd from MFR 10/7/2005: model 90341 - telemetry transmitter, model 90478 - telemetry receiver, module and model 90387 -uv1700 monitor. The specific transmitter and receiver being used at the time of the alleged incident are unk. The ho sp reported that a pt was found unresponsive while on telemetry and no alarms or pagers were heard. Hosp autopsy records show the cause of death as a pulmonary embolism. During the investigation the hosp staff described the pt as experiencing an end-stage, pulseless rhythm with electrical activity. The investigation was conducted retrospectively with info supplied third hand by spacelabs field service personnel and the hosp's risk manager. The equipment specifications are that the device ECG parameter only senses electrical activity and is not able to correlate this activity to perfusion. Under the circumstances described, the monitor may have continued to detect activity and displayed a rate. No alarm would be sounded until the rate limits were violated. With this understanding of the monitor's operation the hosp's risk manager's conclusion was that the monitor did not contribute to this pt's death. There is no indication of a device malfunction. The equipment was not removed from service. Although the exact devices were not identified there are no reports to indicate any subsequent, similar events from any equipment in the hosp.